Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conforming material reports that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Five unused sterile proglide devices with the same lot number, 30930k1, as the complaint devices were returned for evaluation. A random sampling of two devices were tested. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported event could not be determined based on the investigation findings from the tested sample. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, the event was reported to have occurred in (B)(6) 2014. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement was attempted with four proglide devices in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f. Reportedly, when the plunger was removed, no suture was present during attempted suture placement, a cuff miss occurred. This was attempted when pre-placing the sutures of two proglide devices. The two proglide devices were removed and two additional proglide devices were using with the same results. Two proglide devices from a different lot were used and the sutures were successfully pre-placed using the preclose technique. The sheath was upsized to a 21f and the aaa procedure was completed. Hemostasis was achieved using the two pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure were reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.